Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on his back and chest. Patient described the rash as red, itchy and has pimple like bumps. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed a cortisone pill. Follow up indicated that the medication is helping with the skin irritation.